Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: the reprocessing manual specifies in section 5.3 ¿precleaning the endoscope and accessories¿ that the air/water channel must be flushed with water and air. Caution, and in section 5.5 ¿manual cleaning of the endoscope and accessories¿ that the external surfaces of the insertion section must be thoroughly cleaned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of no water flow through the scope. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, foreign objects in the nozzle were found. There was no patient involvement.